Event description:
The dual lumen PICC was placed in the patient's right arm on 2/6/93 with x-ray confirmed placement in the superior bena cava while he was in the st. Joseph's hospital. He went home on 2/18/93. On 3/3/93 the hospice nurse taking care of the patient called to say that one port of the PICC line was leaking they could was the othner lumen for his continuious solutionmax infusion on an intelligent pump. They had been using the leaking lumen to give IV lasix with small syrings. Then on 3/10/93 the hospice nurse called again to say that the "v" connection of the PICC line had cone off so they pulled the rest of the PICC linedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.